Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-103659.

Event description:
A surgeon reported that the handpiece had no torsional during a surgical procedures. Additional information has been requested.

Manufacturer narrative:
The customer returned five handpieces. It is currently unknown which handpiece was used on which patient. A letter of response, regarding the handpieces returned, was sent to the customer, as requested. S/n (B)(4). The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The handpiece was flushed for metal particulates testing. Sample analysis, confirmed the presence of foreign materials to be a few natural, blue particles up to 1.4 mm in length identified as cotton. Metallic particles up to 65 micrometers were observed. The metal particles were isolated and analyzed using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Comparison of the material¿s generated infrared spectra to a library of spectra revealed the best match for the elements of the metal to include carbon, aluminum, titanium, iron, and vanadium; however, the exact identity and origin of the metal particle was still unknown. It also remains inconclusive how many particles this size were observed. Therefore, it remains unknown if the handpiece met specifications. The handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. When the handpiece was connected to a resistance test box, variable resistance (100-300k) was observed on a dmm. Disassembling the handpiece found moisture ingress within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpiece was received for evaluation. A visual assessment of the returned sample found the handpiece to be third party repaired. The handpiece was not required to having functional testing performed on it due to it being third party repaired. Disassembling the handpiece, confirmed that there was also tampering within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpiece was received for evaluation. A visual assessment of the returned handpiece found no visual nonconformities. The returned sample was tested for a foreign particle found by the site. Particulates were observed and sent for analysis. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. When the handpiece was connected to a resistance test box, variable resistance (100-300k) was observed on a dmm. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, in which the handpiece failed to meet specifications. Disassembling the handpiece found moisture ingress within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The handpiece was tested for a foreign particle found by the site. Particulates were observed and sent for analysis. Using microscopic fourier transform infrared spectroscopy (micro-ft-ir), the presence of a foreign material was confirmed. Microscopic examination shows a few natural, blue particles up to 1.8 mm in length, (which closely matches cotton). The root cause of how these foreign particles got into the handpieces remains inconclusive as none of these materials are known component of the irrigation/aspiration part of the handpiece. The handpiece was connected to a calibrated system. A system message (sm) [displayed when the handpiece attempted tuning. When the handpiece was connected to a resistance test box, variable resistance (100-300k) was observed on a dmm. Disassembling the handpiece found moisture ingress within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. S/n (B)(4). The handpiece was received for evaluation. A visual assessment of the returned sample found the handpiece to be third party repaired. The handpiece was not required to having functional testing performed on it due to it being third party repaired. Disassembling the handpiece confirmed that there was also tampering within the electrode chamber. The handpiece was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).